Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. Correction to h6: upon further review, device code a04/material integrity problem was added.

Event description:
It was reported that during this initial pacemaker system implant, left bundle branch (lbb) lead placement was not successful. The helix was extended and the lead body was rotated to bore into the septum, however, it appeared that the lead conductor had fractured. Additionally, both unipolar and bipolar rv impedance measurements were greater than 3,000 ohms. An attempt was made to retract the helix and remove the lead, but the helix remained in the myocardium and stretched out. Subsequently, this lbb lead was surgically abandoned, and a new brady lead with a different model number was successfully implanted in the rv. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during this initial pacemaker system implant, left bundle branch (lbb) lead placement was not successful. The helix was extended and the lead body was rotated to bore into the septum, however, it appeared that the lead conductor had fractured. Additionally, both unipolar and bipolar rv impedance measurements were greater than 3,000 ohms. An attempt was made to retract the helix and remove the lead, but the helix remained in the myocardium and stretched out. Subsequently, this lbb lead was surgically abandoned, and a new brady lead with a different model number was successfully implanted in the rv. No additional adverse patient effects were reported.